Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. At the time of the report, the customer was not using the pump for insulin therapy. No additional information was provided.